Event description:
The customer stated the device has a, "not recognized", when using a non philips battery. No pt involvement is addressed.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.